Event description:
Allegedly, the doctor was performing a shoulder arthroscopy when the tip of the burr broke off into patient. The doctor retrieved it and went on to complete procedure. There was no injury to the patient and patient condition post-op was good.

Manufacturer narrative:
Examined and evaluated by the manufacturer. Manufacturer was unable to identify any defect with the returned part or find any issues identified within the material, production and inspection records for this run of product that would suggest a product defect as the cause of the part failure. The testing performed on retained sample reinforce the historical evidence that breakage of the tip from the tube can only be achieved when the tip is fully captured, or distorted in use, in a non-standard manner. As a result the evidence available for this evaluation appears to support misuse of the product as the cause of the breakage.